Event description:
It was reported that the new rv lead was inserted in the device header and oversensing was noted. It was assumed that there was a set screw issue so the patient was redraped and the pocket was re-opened. The pin was examined in the header and appeared to be completely inserted. A tug test was preformed and the pin was tight in the header.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to oversensing of short interval counts (sic). It was also reported that there was high impedance, atypical noise noted on non sustained episodes, and a possible lead fracture. The right ventricular (rv) lead was capped and replaced. After the rv lead revision, the lead a new was inserted in the new device header and oversensing was noted. It was assumed that there was set screw issue so the patient was redraped and the pocket was re-opened. The pin was examined in the header and appeared to be completely inserted. A tug test was preformed and the pin was tight in the header. The device was explanted and replaced. The new lead was plugged into the new device and there was no oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6947m- 62, crdm defib lead, implant date: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.